Event description:
It was reported that the or team had difficulty assembling a tibial insert into a tibial tray on the back table. After trying another insert without success a new tibial tray was requested. Assembly was successful with a third insert.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly related to the event. This investigation is on going and the conclusion can not yet be determined.